Event description:
An article was published in the journal of refractive surgery case reports in the year 2022. Entitled "non-viscoelastic repositioning of dislocated toric and non-toric implantable collamer lens after blunt trauma" by roberto zaldivar, md; riccardo vinciguerra, md; roger zaldivar, ms, md. Two patients with history of myopia and astigmatism who previously underwent icl implantation were referred to instituto zaldivar, mendoza,argentina, for visual loss after a blunt trauma. In one patient the icl was dislocated in the anterior chamber and pupillary dislocation. In the other patient the left eye showed a half-dislocated toric icl with pupillary entrapment. In both patients the icl's were rotated and repositioned. Both cases had a normal follow-up with no significant complication. The cause was due to blunt force trauma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- pupillary dislocation/entrapment. Claim# (B)(4).